Manufacturer narrative:
On 06-feb-2018, a field service engineer (fse) cleaned and lubricated the z1-axis guide rod. The fse checked all sampling alignments, ran test samples to confirm proper operation with no errors. The fse then proceeded to run quality controls (qc), which passed. No further action was required. The g8 analyzer was functioning as designed. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 05-jan-2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported issue was due z1-axis guide rod needing cleaning and lubrication. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting 710 z1-axis error message with the g8 analyzer. The customer requested service in order to further investigate the issue. On 06-feb-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.